Event description:
It was reported that during study a patient had an injury. Patient / user harm was reported without further details. It is unknown if the device was in use at time of the event. There was a report of patient or user harm.

Manufacturer narrative:
Good faith effort (gfe) attempts were made to obtain additional details about the event, the outcome of any device evaluations, and potential causes of the alleged injury. A gfe response indicated the customer wanted a quote to have the device serviced, but additional details could not be provided. It is not known what specific issue the device had at the time of the event. No device event logs, or configuration was available for review. Due to insufficient information, the exact cause for the reported issue could not be established. H3 other text : customer declined service.

Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during study a patient had an injury. Patient / user harm was reported without further details. It is unknow if the device was in use at time of the event. There was a report of patient or user harm.